Manufacturer narrative:
Additional information: d10, h3, h6. Upon receipt, communication could not be established between the device and the programmer due to the battery being depleted. Based on the default parameter settings, the device did not perform to the expected longevity. The power consumption of the device was measured and found to be normal. The battery was returned to the supplier for analysis; there was no evidence of a cell issue found. The cause of the battery depletion is undetermined.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
During follow-up, the device was found in backup mode. The device was explanted and the patient was in stable condition.